Event description:
It was reported that the arcticsun device displayed a flow rate of 0lpm. The nurse disconnected and reconnected the pads and there was no change in the flow. The nurse did not see any water flowing through the connector sites. The nurse removed the fluid delivery line and the flow rate was 2.1lpm and the inlet pressure was -9psi. The nurse reconnected the pads one by one and found the right truncal pad to be the problem. Mss advised the nurse to switch out the pad.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.1 improper storage causing crushed pad, pad dimples, and/or pad lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300 unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300 unknown arcticgel pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device displayed a flow rate of 0lpm. The nurse disconnected and reconnected the pads and there was no change in the flow. The nurse did not see any water flowing through the connector sites. The nurse removed the fluid delivery line and the flow rate was 2.1lpm and the inlet pressure was -9psi. The nurse reconnected the pads one by one and found the right truncal pad to be the problem. Mss advised the nurse to switch out the pad.